Event description:
It was reported that the patient underwent a removal of pelvic screws due to discomfort. The screws had been implanted several months prior. During the removal procedure, the inner hex of the screw stripped while being removed with the driver. In order to remove the screw, the surgeon put a small piece of rod in the head of the screw and then put a set screw on to unscrew this implant from the pelvis. The patient had a solid fusion, and no reinstrumentation was required. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.